Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that she was using paradigm reservoirs with a minimed infusion set, which may have contributed to the customer's high blood glucose in the 300 mg/dl and 500 mg/dl ranges due to air bubbles. The caller was instructed that only minimed reservoirs would work with minimed infusion sets. The customer was sent new reservoirs. However, those reservoirs did not work either, for unspecified reasons. The reservoirs will be returned for analysis.